Event description:
A leak from the patient line was observed during the drain and then the patient noticed that there was a crack in the patient line. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4).